Event description:
It was reported that this patient experienced pre-syncope due to atrial under-sensing. The device was subsequently reprogrammed to resolve the event and no adverse patient effects were reported. The device remains implanted and in-service.